Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level was reported to be 237 mg/dl. It was indicated that the customer would use manual injections as alternate insulin therapy. In addition, the customer reported to have experience an elevated bg level of 400 mg/dl earlier in the day. The customer changed supplies and bolus to stabilize bg level.